Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On july 12, 2021, olympus medical systems corp. (Omsc) received the literature titled "current challenge: endoscopic submucosal dissection of superficial non-ampullary duodenal epithelial tumors". The purpose of this literature was to review the current state of esd for snadets and new challenges towards safe and effective esd, from various studies. In the literature, it was reported as follows; esd is technically more difficult for duodenal tumors than tumors of other organs, with a higher rate of severe adverse events. The difficulty of duodenal esd is caused by anatomical and histological features of the duodenum. Anatomical problems are redundant stomach and duodenal angle, which cause poor control of the endoscope and a vertical approach to the muscularis propria during esd. Histological problems are the presence of brunner¿s glands and thin muscularis propria that lead to poor submucosal elevation after submucosal injection and easy full-thickness electric damage of the muscle layer. Reported intraoperative and delayed perforation rates are 19¿35% and 3¿20%, respectively. Incidence of delayed bleeding is reported as 0¿22%. The major cause of intraoperative perforation is unintentional electrothermal damage to the thin muscularis propria, probably caused by electromechanical problems of the esd devices, coupled with poor endoscopic control and intraoperative endoscopic view. The following was stated regarding the equipment used and adverse events in reported studies. The study by honda et al reported that the esd using hook knife (kd-620lr) occurred 2 perforations, 3 delayed bleedings, and 1 surgical intervention. The study by jung et al reported that the esd using itknife2 (kd-611l) or other devices occurred 5 perforations, 2 surgical interventions. The study by hoteya et al reported that the esd using dual knife (kd-650l) or other device occurred 16 perforations, 7 delayed bleedings, and 4 surgical interventions. The study by nonaka et al reported that the esd using it knife (kd-610l) or other device occurred 2 perforations and 1 surgical intervention. The study by yamamoto et al reported that the esd using it knife nano (kd-612l) or other device occurred 3 perforations, and surgical intervention. The study by ishii et al reported that the esd using flex knife (kd-630l) or other device occurred perforation and surgical intervention. The study by miura et al reported that the esd using hook knife (kd-620lr) occurred 2 perforations, and delayed bleeding. This literature stated as follows; the major cause of perforation of the esd was unintentional electrothermal muscularis propria damage. The muscularis propria damage was probably caused by electromechanical problems of the esd devices, coupled with poor endoscopic control and intraoperative endoscopic view. The adverse events have been reported perforation, bleeding, and surgical intervention events. Therefore, omsc assumes that the perforation with surgical intervention might be caused or contributed to a death or serious injury. Omsc assumes that the perforation might be related to the subject device due to the esd procedure with the subject device. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Therefore, omsc will submit a medical device report (MDR) of the subject device for the perforation.